Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 425cc mentor memorygel breast implant experienced bilateral rupture post procedure as a result, patient underwent bilateral removal and replacement with a 450cc mentor memorygel left breast implant and a 400cc mentor memorygel right breast implant on (B)(6) 2020. Per physician, patient surgery was prolonged for 10 minutes. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/14/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly was observed within the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).